Event description:
The customer reported non-reproducible troponin I (access accutni+3) results for two (2) patients on the unicel dxi 800 access immunoassay system serial number (B)(4). The customer stated one patient (designated as patient one (1)) had an initial draw that had an access accutni+3 result within the normal reference range of the assay. The customer analyzed a second sample from patient one (1) and obtained an access accutni+3 result above the assay's normal reference range. The customer repeated this second sample on the same unicel dxi 800 access immunoassay system and obtained a higher results, again above the assay's normal reference range. The customer also repeated this sample on their alternate unicel dxi 800 access immunoassay system serial number (B)(4) and obtained lower results, within the assay's normal reference range. The customer then repeated the first sample from patient one (1) twice and obtained results, above the assay's normal reference range. The customer also repeated this sample on their alternate unicel dxi 800 access immunoassay system and obtained lower results, within the assay's normal reference range. The customer reported obtaining access accutni+3 results, above the assay's normal reference range, for a second patient (designated as patient two (2)). The sample was repeated on the same unicel dxi 800 access immunoassay system and lower results still, above the assay's normal reference range were obtained. The customer also repeated this sample on their alternate unicel dxi 800 access immunoassay system and obtained lower results, within the assay's normal reference range. The customer did report out the initial elevated access accutni+3 results from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results obtained. Quality control (qc) was within the customer's established ranges prior to the reported event. The customer obtained a failing system check after the reported event. The customer also reported obtaining a dark count reading out of range error which indicates that there was a leak, spill or related system issue. The patient samples were collected in lithium heparin plasma separator tubes. Samples were centrifuged at 4500 revolutions per minute (rpm) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted a dirty incubator wheel and moisture in the incubator trough. This moisture would be indicative of a leak or dripping probe into the incubator wheel area. The fse cleaned the incubator wheel and trough. The fse then performed a dark count check and noted the results were passing within specifications. All verification testing passed within published specifications. In conclusion, although no one hardware component can be implicated as the sole contributor of this event, a system malfunction is the cause of the non-reproducible access accutni+3 results obtained by the customer.